Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an open right colon, the device did not seal even though an end tone, indicating a completed seal cycle, was heard. There was no patient injury.